Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively of a sacroiliac and thoracolumbar procedure. It was reported that a doctor felt there was inaccurate for his l5 screws. The representative went to the account and did a system check out with the stealth and the surgeon felt that was sufficient. There was no delay and no impact on patient outcome.